Event description:
It was reported that the lead was not sensing well. The lead was capped and a new lead was placed in a different position for better sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.